Event description:
It was reported the system locked up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The cine bridge board was reseated during the service call. The system was tested and found to be working as intended and put back into service.